Event description:
It was reported that the pace/sense portion of this right ventricular (rv) lead was surgically abandoned during a scheduled normal battery depletion (nbd) device changeout procedure. A non boston scientific rv lead was implanted. No additional adverse patient effects were reported. This lead remains in service. Additional information was received that this lead exhibited high capture thresholds, being the reason that this lead was left surgically abandoned. No additional adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the pace/sense portion of this right ventricular (rv) lead was surgically abandoned during a scheduled normal battery depletion (nbd) device changeout procedure. A non-boston scientific rv lead was implanted. No additional adverse patient effects were reported. This lead remains in service.